Event description:
It was reported that during an unknown procedure, the hand switch was not functioning. The foot switch was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.